Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed "fruit snacks and peanut butter crackers" to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 225 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.